Event description:
Frequent machine malfunction after fresenius switched to liberty cycler sets about two years ago. She had peritonitis about 1.5 yrs ago. Dr (B)(6) was the ordering physician. Fresenius picked up all remaining supplies on (B)(6)2010. In 2009, she received 8 possible contaminated shipments. (B)(6). Frequency: daily. Diagnosis or reason for use: peritoneal dialysis.